Event description:
The customer reported that twice the viridia central station did not give an audible alarm or print a strip during an asystole event. Although the customer did find it in the alarm review and acknowledged this. There was no injury to the patient.